Event description:
A customer contacted beckman coulter regarding erroneously low prostate specific antigen (psa) result that was generated by the access 2 instrument for a single pt sample. An initial psa result of 0.00ng/ml was reported out of the lab. A physician questioned the result due to the result not matching the clinical picture of the pt. The original sample was retested for psa on the same day and repeated result was 5.07ng/ml. The customer did not receive any report of pt injury requiring medical intervention attributed or connected to this event.

Manufacturer narrative:
Qc and system check info was not provided. Pre-analytical sample handling info was not supplied. Customer checked the label of the tube and there was no indication of operator error. Based on available info, customer experienced sample carousel motion errors during the time of this event. However, the event log data was not provided. Customer believes the system associated the wrong pt ID with the psa result due to the sample carousel motion errors, but it was not confirmed. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.